Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that there was oversensing of noise on the right atrial (ra) lead leading to inappropriately stored atrial tachy response (atr) episodes. It was noted that the patient has an underlying atrial rhythm. Another manufacturer¿s ra lead impedance measurements were noted to abruptly increase and then go back to the normal range. No impedance measurements were out of range. Boston scientific technical services (ts) was consulted and discussed the noise was due to the implantable cardioverter defibrillator (ICD) oversensing the minute ventilation signal. Ts suggested bringing the patient into the office to program off the rate response trend feature. The clinic noted they would bring the patient into the office within a few months. No adverse patient effects were reported. The ICD and ra lead remain in service.